Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case and lower case were broken and contaminated, the battery release, main seal, main printed circuit board (pcb), heart lead flex and display were contaminated, one knob, side bail covers, battery drawer and ring cover were broken, the case screw was missing, the battery contacts were compressed and the keyboard was scratched. (B)(4).